Event description:
The hosp tech reported that the electrode cable snapped and broke during a trans urethral resection of the prostate. The tech stated that at the time of the occurrence, a "popping" sound was heard. The procedure was completed with a second cable but there were no injuries related to the event.